Event description:
The pump was reportedly set to deliver 835 ml of a medication containing potassium at a rate of 30 ml/hr. The nurse said that they heard a beep and noticed that the rate had changed to 960 ml/hr. No pt injury occurred.